Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not verify whether the j14 was loose on the manipulator controller erbo base (mceb) board of the console, but the fse reseated the j14 connection and the console armrest ergo worked. The fse replaced the armrest motor module. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an ergonomics error on their davinci screen. The customer stated they had disabled it and completed their first case. The technical support engineer (tse) verified errors coming from console 2. The tse suggested disconnecting the 2nd console if not needed and proceeding using a single console configuration for their next case. The customer disconnected console 2, and the system powered on normally with no errors. The procedure was completed as planned with no reported injury.